Event description:
For the period 1988-1997 the individual was exposed to latex medical gloves in the performance of her job duties. The individual allegedly has become sensitized and allergic to latex from this exposure.